Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The interconnect cable was also evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported functionality was los intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.